Event description:
The patient is reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were attempted however this did not resolve the problem. Testing of the device showed it's not functioning. Surgery to explant the patient's device will be scheduled.